Event description:
Customer claims that there's battery corrosion in the battery compartment. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - battery corrosion. Product was requested to be returned for eval and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).